Event description:
On 09/18/09, during device evaluation by baxter the channel select and stop key on a colleague cx volumetric infusion pump, was found to be not functioning. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software (B) (4) categorized as colleague 2006.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B) (4) evaluation summary: the condition of the channel select and stop key not functioning was confirmed. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report.

Event description:
Patient had surgery on (B)(6) 2009 and came in for evaluation on (B)(6) 2009. At this time x-ray revealed that one of the screws in the vertebral body of c6 did not appear to be flush with the cervical plate, but was deeply embedded into the bone. On (B)(6) 2010, the patient returned for follow-up and has noticed some scratchiness in her throat. X-rays revealed further backing out of her inferior c6 screw. On (B)(6) 2010, the patient was admitted for a revision surgery with hardware removal and replacement at c5-c6. Although it is impossible to determine the precise cause of the screw back-out, it appears that the screws have been severely angled preventing the clip from locking. This was determined by the deformation at the bottom edge of the screw holes on the inferior side of the plate and markings in the screw holes on the top of the plate. The patient is doing well as of 01/20/2010.

Manufacturer narrative:
This report is for the stop key, not the channel select key. This is a single channel device and does not contain a channel select key. On 08/18/09, during device evaluation by baxter the stop key on a colleague cx volumetric infusion pump, was found to be not functioning. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software (B) (4) categorized as colleague 2006. Evaluation summary: the condition of the stop key not functioning was confirmed. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report (B) (4)

Manufacturer narrative:
Medwatch report submitted was inadventently written as 09/18/09. Correct date should read: 08/18/09.